Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported broken belt clip. Customer's blood glucose at the time of the event was unknown. Customer's recent blood glucose was 450 mg/dl. Customer treated with bolus delivery. Advised the customer the belt clip would be replaced. No further information provided.